Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the health care professional (hcp) unscrewed the contacts of the connection between the lead and the extension and realized that contact #0 on the lead was damaged. The damage prevented the hcp from inserting the proximal end of the lead into the setscrew junction of the extension. The hcp cut off contact #0 and successfully connected the lead to the extension. Impedance tests showed that the impedances of contacts #1, 2, and 3 were in the normal range. There was no patient injury. The patient was reported to be "ok". Additional information has been requested, a follow-up report will be sent if additional information becomes available.